Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the connection cable between the pc and exam room monitor was defective. The vcsel laser of the 3rd channel on the tx side did not light up of the cable connector. As a result, no image of the system was possible. After a restart, the bypass fluoro mode was available in which continuous fluoroscopy with reduced image quality is available. The customer chose not to use this intended mitigation. The corresponding cable was replaced by a siemens service engineer and the ER monitor can display normally. System reboot tests were run and no further issues have been reported. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During an interventional procedure, the user reported that the ER monitor had a black screen. The user switched the system off/ on three times, however, the ER monitor only displayed bypass mode. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.